Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument locked on tissue. The surgeon resected the tissue to remove the device and manually sutured to complete the procedure.